Manufacturer narrative:
Conclusions: the investigation results confirmed that the device has failed due to an external impact to the active ectrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient fell with his head on the left side onto the bumper of a car on (B)(6)2020. After the fall, the recipient was not able to hear anymore using the device. The recipient has been re-implanted with a new device on (B)(6)2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit the left side of his head onto the bumper of a car two weeks ago. Hearing performance with the device is affected.